Event description:
It was reported that the insulin pump has crack in case. Device was not bumped or dropped. Crack is seen around the display. No damage noted to the drive support cap. Customer is not aware of how the damage occurred. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Device received with cracked case at display window corners and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.